Event description:
I have an interstim sacral nerve stimulator implanted. My first issue is with an allergic reaction which has been confirmed by an allergist. Medtronics, however, claims there is nothing in the product to cause an allergy. Post surgery, I had extreme itching in my lower back and then had hives that appeared on my extremities and shoulders. Then, I had my cellphone in my back pocket near the stimulator when a call came in over my car bluetooth system. It caused a shock at the site of the implant as well as painful burning and itching down the front of my left leg. The shock was temporary but the burning down my leg continued with extreme discomfort. I turned the stimulator off that evening. It took over a week for the sensation down my leg to substantially resolve. I will be requesting removal of the implant. Additionally, I have found that this device has not helped with my fecal incontinence even with multiple program changes.